Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their meshgraft ii complete. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/11/1971 and has been returned for repair previously on (B)(4) 1991. Evaluation of the device observed that the ratchet was missing a set screw, the ratchet gear was worn and spring gear was corroded. The cutter was nicked and the mesher had a previous version of side plates. The device produced an acceptable test mesh but failed calibration. The cause of the reported issue is most likely due to lack of preventative maintenance and improper handling. In addition, the device returned from the customer has exceeded its normal useful life by 32 years. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii was not meshing equally on both sides. Additional clinical follow up with the customer indicated that there was no patient impact associated with the reported issue. No further clinical information was provided.